Manufacturer narrative:
This event occurred in (B)(6) (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for elecsys hcg + beta test system (hcg +b) on a cobas e 411 immunoassay analyzer. Patient 1 initial hcg + b result was 0.100 miu/ml with a data flag. This result was reported outside of the laboratory where the doctor complained. The sample was repeated and the result was 10000 miu/ml with a data flag. The sample was repeated using a 1:100 dilution and the result was 29697 miu/ml with a data flag. On (B)(6) 2018 patient 2 initial hcg + b result was 774.7 miu/ml with a data flag. This result was reported outside of the laboratory. On (B)(6) 2018 the sample was repeated and the result was 2508 miu/ml with a data flag. On (B)(6) 2018 the sample was repeated again and the result was 2485 miu/ml with a data flag. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 24044401 with an expiration date of (B)(6) 2018.

Manufacturer narrative:
Qc was not run on (B)(6) 2018 or (B)(6) 2018. Reagent performance on those days cannot be assessed. The customer uses 11 mm sample tubes and no rack adapters. These are not appropriate for use on the e411 analyzer. The coagulation time of 20-30 minutes seems low as most manufacturers require at least 30 minutes. During a review of the alarm trace, messages related to improper sample and analyzer handling were observed.

Manufacturer narrative:
Information was provided suggesting that the additional results for each patient were from new, re-drawn samples and not repeat results of the original sample. Clarification on this was requested, but no clarification was provided. No instrument issues were identified. The root cause was determined to be the use of 11 mm sample tubes with no rack adapters. This tube diameter is not appropriate for use on the e411 analyzer.